Manufacturer narrative:
Follow-up #1: date of submission 01/14/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/31/2015 with the following findings: the audible alarm was found not to be operational; all settings were set to high except the "temp basal" (which was set to off). There was no sound at piezo activation. The pump was opened to inspect the piezo; a crack was observed in the solder joint. Unrelated to the complaint, the audio bolus button (abb) cover was damaged and punctured; however, the abb responsive during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.